Manufacturer narrative:
Medical device brand name: (B)(4). Bd had not received samples or photos for investigation. Therefore,100 retention samples from bd inventory were evaluated by visual examination with the hemogard closure assembly correctly assembled and placed on the tubes, and no issues were observed relating to stopper popping off as all samples met specifications. Also, 10 retention samples were draw tested with all weights and no issues were identified with the hemogard closure assembly being loose or separating from the tube during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper popping off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the tops of pst tubes popped off completely after a draw. No patient impact reported.